Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the needle remaining in place for 7 days or more for various reasons (pareneral diet, antiobio therapy in patients with sepsis, with analgesics for end of life), we observed that some needles did not remain in place despite the sterile strips that used them. Maintain. The needle becomes mobile and unstable over time and comes out of the implantable chamber device, which leads to extravasations and even the needle that comes out completely! These events took place on several occasions causing untimely or peripheral transplanting in immunocompromised patients who were already fragile and generally no longer had venous capital. It was reported the event happened on several occasions, however, the number of incidents was not provided.